Manufacturer narrative:
This report is associated with (B)(4), corega ultra cream. Corega ultra cream is marketed as poligrip in the us.

Event description:
Device dependence [device dependence] wrong technique in product usage process [wrong technique in device usage process] does not last even 9 hours fixing her prosthesis [device ineffective] case description: this case was reported by a consumer via call center representative and described the occurrence of device dependence in a female patient who received triple salt dental adhesive cream (corega ultra cream) cream (batch number ps9x, expiry date december 2019) for denture wearer. On an unknown date, the patient started corega ultra cream. On an unknown date, an unknown time after starting corega ultra cream, the patient experienced device dependence (serious criteria gsk medically significant), wrong technique in device usage process and device ineffective. On an unknown date, the outcome of the device dependence and wrong technique in device usage process were not reported and the outcome of the device ineffective was unknown. The reporter considered the device dependence and wrong technique in device usage process to be related to corega ultra cream. It was unknown if the reporter considered the device ineffective to be related to corega ultra cream. Additional information: the action taken with corega ultra cream was unknown. Consumer reported she is addicted to prosthesis fasteners and uses a matchstick to apply corega ultra cream . Due to the wrong technique, it was not considered product complaint. She also complained that it does not last even 9 hours fixing her prosthesis.